Event description:
During parotidectomy/neck dissection spinal accessory nerve was severed. Nerve was sewn together without further incident.

Manufacturer narrative:
(B)(4). Method: facility not returning product. Results: facility not returning product. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.